Event description:
5 year follow-up of triathlon tritanium outcomes study, patient reported dissatisfaction with their knee replacement. Additional comments: "always putting lidocaine on every night to get to sleep. Not much pain. Have fallen numerous times. Always nervous walking. Knee still gives out, just feels too loose."

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.